Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient was afraid with the stimulator numbers after the device had malfunctioned. The patient described it as not horrifically painful but was scary. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had been receiving ¿great¿ stimulation coverage and pain relief one week after the operation.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial # (B)(4), found no anomaly. Analysis of the lead, lot# v891732022, found no significant anomaly as the lead body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that 1st overdischarge was confirmed. It was reported that a physician mode recharger (pmr) successfully reset the device. It was reported that the patient had shocking/jolting sensation and stimulation in the wrong location. It was stated that the patient needed to be set up for revision because the leads have migrated down and laterally, which was confirmed by x-ray. It was stated that the product issue was not resolved at the time of this report. It was reported that after a por (power on reset) that occurred on (B)(6), the patient¿s stimulation went ¿high¿ and the patient started convulsing. It was stated that they believed that this was when the leads migrated. It was reported that today the patient presented with soreness at the battery site and uncomfortable stimulation in the ribs. It was noted that the patient stopped using stimulation and allowed the battery to discharge a second time so she was charging and would call to schedule a reprogramming and would also get set up for revision. It was stated that a total replacement of the system was planned. It was reported that the patient had pain at the device pocket. Additional information received reported that there was no way to confirm when the leads migrated, however fluoro was done on (B)(6) where they saw the leads had moved down and lateral. It was reported that it was unknown when the patient last successfully charged the implantable neurostimulator (ins). It was stated that the patient was supposed to call when her battery was charged. It was stated that ¿soon after the convulsion episode¿ was when the patient first noticed the pain at the ins site. It was reported that the patient could not get good coverage due to the lead migration and pain was still bothersome.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had an overstimulation sensation following overdischarge. A physician mode recharge (pmr) was done to get the patient out of the overdischarged state. The patient went home after pmr to continue to charge until full. They had planned to meet with the patient the following day to clear the power on reset (por) message. The patient was getting painful stimulation but their programmer and recharger were showing the stimulator was off. An ambulance had been called to take the patient to the emergency room. Additional information reported that the patient had not felt stimulation for the past six months. An antenna locate was done, the green button was pushed, and a por came up right away. The patient had 8 coupling bars and was charging fine so they let the patient go home to continue charging. During the recharging process, the patient decided to go shopping and it was noted they reached into their pocket where the recharger was. It was guessed that the patient accidentally pushed the stimulation on/off button to cause the overstimulation sensation. The patient leg was jumping and shaking all over. They were able to turn stimulation off and the patient was doing fine at the time of report. The patient¿s device was turned off. Further additional information reported the por was reset and the patient was doing fine. Additional follow up reported the overdischarge was due to patient compliance. It was unknown what error code accompanied the por message. There was no further troubleshooting needed. The patient was getting effective therapy and was happy with their coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.